Event description:
Pt with previous history of posterior spinal fusion surgery ((B)(6) 2016). Set plugs on right side came loose on post operative f/u. CT scan identified pseudarthritis between t12 and l1. Pt returned to surgery for evaluation/correction. Globus product failure trend.